Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is -16°c which points to insufficient thermal insulation of the needle; however the iceball size was within specification and not compromised due to the thermal insulation loss. Needle disassembly did not find any visible soldering gaps or voids nor corrosive signs or soldering flux residual. Based on the investigation results, the root cause determined insufficient vacuum insulation of the needle; however there was no relationship found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that during a renal cryoablation case, 1 of the 3 needle's began collecting frost on the shaft during the freeze cycle. The patient's skin was protected by saline. The case was completed without injury. The needle will be returned for investigation.